Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-50, serial number: (B)(6), batch/lot number: 7086720, model/catalog description: coveredge 32 MRI paddle lead 50cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that patient experienced wound separating at the battery pocket site due to suture allergy and was not related to scs placement. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned per facility policy.